Manufacturer narrative:
No patient involvement reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. A service history review was conducted. No service history review can be performed as part number 314.02 with lot number(s) 2075.1 is a lot/batch controlled item. The service history review is unconfirmed. A DHR review was conducted. DHR not available as device is older than 17 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. No update based on the new lot number, DHR still not available as device is older than 17 years. A service evaluation of the returned device was completed. The customer reported the handle was cracked. The repair technician reported the handle was broken into two pieces. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. A customer quality investigation of the returned device was completed. The 314.02 small hexagonal screwdriver with holding sleeve is an instrument routinely used to insert screws with 2.5mm hexagonal recesses. The 314.02, lot number 2075.1, small hexagonal screwdriver with holding sleeve was returned with approximately 77.33 mm (length) of the handle broken off of the shaft. The remaining piece of the handle is still attached to the shaft. The customer reported the handle was cracked, it is likely that the handle sheared off at the location of the reported crack during transportation to cq. This complaint is confirmed. A visual inspection under 5x magnification, DHR review, and drawing review were performed as part of this investigation. During visual inspection, the distal hex tip of the instrument was observed to be stripped. The tip is rounded and no longer holds a hex shape tip. Top level drawing and handle component drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The current revisions of drawings were used since the exact manufacturing date of the instrument is unknown. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken handle and the tip is stripped. Although a definitive root cause could not be determined for the broken handle, the handle is of phenolic le grade, which is susceptible to becoming brittle with repeated sterilization cycles. It is likely that this condition was due to consistent sterilization cycles and use over the part's lifetime (17+) years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a small hexagonal screwdriver with holding sleeve was discovered to have a cracked handle. It is unknown where the issue was discovered. Patient involvement is unknown. This report is for one (1) small hexagonal screwdriver with holding sleeve this is report 1 of 1 for (B)(4).